Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during post-operative period, it was detected that bleeding occurred in the patient without being able to determine the cause and it was desired to rule out the possibility of bad sealing of the generator and to check possible errors in it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 24 hours post-operative period of gastric bypass, it was detected that bleeding >500 cc occurred in the patient without being able to determine the cause and it was desired to rule out the possibility of bad sealing of the generator and to check possible errors in it. A laparotomy was performed for revision, not finding a localized bleeding. Heparin was administered for surgery protocol. A blood transfusion was necessary for the patient's bleeding.

Manufacturer narrative:
One device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.